Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported a leak. The plumset was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, an unspecified volume of solution leaked at an unspecified chamber of the plumset. No specific details were provided. No additional info was provided.